Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a day after a laparoscopic right pelvic and para-aortic lymph node dissection, omental biopsy and appendectomy, the patient had an intra-adbominal hemorrhage from electro-cautery injury of the right external iliac artery causing delayed rupture. The patient died that day.